Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy due to pelvic pain, menorrhagia, cystocele, sinus tachycardia, and endometriosis. The patient underwent a partial mesh removal on (B)(6) 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain, dyspareunia, nocturia, vaginal/pelvic pressure, and constipation.it was reported that patient concurrently underwent bilateral salpingo-oophorectomy.